Manufacturer narrative:
Exact details of incident are unknown. (B)(4) technician presumed to identify the fracture on the wheelbase. The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).

Event description:
Exact details of incident are unknown. (B)(4) technician presumed to identify the fracture on the wheelbase. The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).